Manufacturer narrative:
Customer performed follow up testing and satisfactory results were observed. Customer is not sure what may have caused the initial negative results. Customer believes the cards are performing as intended. There are no similar complaints associated with this lot of product. (B)(4).

Event description:
Customer reported no reactivity observed with the immediate spin crossmatch test with one sample (b neg) crossmatched against 5 different group a donors. The customer used the reverse buffered portion of the mts abd/rev gel cards to perform the crossmatches. The customer was performing validation studies of the immediate spin crossmatch in gel versus tube. Testing performed with a group a patient and group b donors performed as expected; incompatible crossmatches were observed.